Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported the patient¿s stimulation had been turning off. It was stated the patient thought it was because she was ¿going to the (B)(6) ,¿ but she had been bedridden for the week prior to report and her device ¿kicked off¿ two days prior to report. It was noted the patient had also said her device had been off for four days prior to report. The patient reported the stimulation ¿kicks on and off¿ and that the stimulation would go for a day or two and then it would shut itself off. It was stated the time prior to the event at the time of report; the patient was without stimulation for nine days. The patient reported she had had ¿problems from day one with this thing¿ and that it worked well when it was running. It was reported the night prior to report the patient had observed the recharge stimulator screen and that it would not go away when the green button was pushed. It was further reported the patient was unable to get any screen other than the recharge neurostimulator screen on either the programmer or recharger. It was stated that two days prior to report the patient had fully charged and had full coupling. It was reported that three days prior to report the patient had laid on her recharger for 8.5 hours and for 6 hours the day prior to report. It was stated at these times that the numbers started ¿70 across¿ and ended fully charged. The exact meaning of this statement was unclear at the time of report. It was reported the patient observed a charge ins (implantable neurostimulator) screen at the time of report and had briefly observed a call your doctor screen the night prior to report. The patient reported that sometimes it took her a long time to get the ins turned on and that when it was on it would shut off. The patient reported she had experienced trouble with the recharger and programmer since implant. It was further reported that ¿half the time the little one (the patient programmer) didn¿t even work.¿ the patient was redirected to her healthcare provider (hcp). Additional information has been requested. A supplemental report will be filed if additional information is received.